Event description:
Customer reported that while using unspecified adc test strips involved in the recent recall she was admitted to an intensive care unit and diagnosed with diabetic ketoacidosis "in october and november". (The november event will be submitted under a separate MDR number.) No further information was provided by the customer because she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The unspecified freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. The test strip lot number is unknown; hence the date of manufacture is unknown. The date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. The event that occurred in (B)(6) will be reported under a separate MDR number.